Event description:
Literature: resnick as, foote kd, rodriguez rl, et al. The number and nature of emergency dept encounters in pts with deep brain stimulators. J neurol. Jan;257(1):122-131. Summary: the objective of the study was to review the number and nature of ed encounters in pts with dbs devices implanted for movement and neuropsychiatric disorders. The encounters review included 215 pts implanted at the (B) (6), as well as those implanted at outside institutions, as long as they were followed at (B) (6). Event: two pd pts experienced infection/hardware removal, resulting in three ER visits. No further info was provided. See literature article with MFR report #3007566237-2010-03105.

Manufacturer narrative:
(B) (4).